Manufacturer narrative:
Plant investigation: the cycler was returned for investigation. The reported symptom code for blank screen was confirmed. An exterior visual inspection of the returned cycler showed no signs of damage. The functional display test failed. Upon investigation, the inverter board transformer was found burnt. A known good inverter board was installed and the screen became fully operational. The valve actuation test passed. A post-ast 15 min 1000 ml simulated treatment was performed and completed without any failures or problems. Internal visual inspection showed no other signs of discrepancies. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called and stated during pd treatment his screen went blank. He stated that he could hear the cycler pumping and when he pressed the stop or ok keys they would beep. The cycler was restarted and turned back on but the screen remained blank. The cycler alarmed, assume it was a power fail recovery but the screen remained blank. The patient's cycler was replaced and the patient reverted to manual exchanges to complete pd therapy treatment. During investigation of the cycler the functional display test failed. Upon investigation, the inverter board transformer was found burnt. A known good inverter board was installed and the screen became fully operational. Additional information was requested and was not received to date.